Event description:
The sponge counter scanner tag on one of the lap sponges was noted to be ripping apart and torn at the end of the procedure. The scanner was unable to read the tag and therefore the sponge could not be scanned out of the chart. A manual count was performed and was noted to be correct.